Event description:
Pt here for outpatient MRI of the shoulder. Wears 3l oxygen, which was on at the time of the exam. Positioned on table and given call light. Arms secured by tucking blanket over arms and under patient. Staff were talking with the patient during the exam. Exam went as per usual. Upon completion, pt said he had been hot while inside the machine & that his left forearm felt like it was burning. Staff examined site & it appeared reddened. Tech attributed redness to the lack of space between the pt and the machine. Approximately 10 minutes later, pt complained that site was blistering and was taken to ed for evaluation. Ed md noted increased swelling with some induration and tenderness. Unclear if it is truly a burn or an infectious process. Pt and tech did not note area before exam, however. Pt refused irrigation/debridement, was given oral antibiotics and was discharged home.